Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The pump passed the rewind, basic occlusion, prime, and displacement tests. However, the pump was received stuck in the motor error alarm loop during the bolus/basal delivery. Unable to confirm other error alarms due to an erased history file. No other alarms were noted. The motor was tested outside the device and passed. The motor may have had an intermittent failure that was not detected during our testing. The unit was received with minor scratches on the lcd window, and a cracked case at the display window corners.

Event description:
It was reported that the customer received a motor error alarm and a motion sensor test failure alarm. The customer's blood glucose level was 125 mg/dl. The displacement test failed. He was advised to disconnect from the insulin pump and revert to a back up plan. The product will return. Nothing further to report.